Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient told the neurologist over the phone that they felt like the ins may have turned off on its own. No known patient or environmental factors that may have led or contributed to the issue were reported. The doctor has asked the patient to come into the office this week so they can interrogate the patient's generator. It was unknown if the issue was resolved at the time of the report but the rep will follow up for more information. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.